Event description:
The agency has requested heightened reporting beyond the reasonably suggested requirements of 21 cfr part 803. In response to a question from a customer, the eua holder issued 38 amended reports due to a single incident of human error where a technician incorrectly switched the locations of two plates. One detected result was amended to not detected and 12 positive results and 25 negative results were amended to invalid.